Event description:
It was reported that an alert triggered and device data from the remote transmission was reviewed. The high rate episodes on the electrogram were consistent with electromagnetic interference. The pacing, sensing, and impedance parameters were stable. Patient admitted working often on electrical wires. The alert tripped while patient was working on holiday lights and felt a tingling on finger tips. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, (B)(6) 2006. (B)(4).